Event description:
It was reported that the user experienced a low blood glucose event while using an iLet system with a Dexcom G7 after making a Less Than Usual meal announcement at approximately 222 mg/dL and subsequently receiving multiple insulin doses, with the lowest readings of 54¿55 mg/dL confirmed by CGM and fingerstick and treated with 15 g oral liquid glucose. Symptoms included hypoglycemia with mild lightheadedness. Outcomes included hypoglycemia without the need for medical intervention beyond self-administered oral glucose, and the glucose subsequently increased to 89 mg/dL. Investigation included communication with the user, analysis of information provided by the user, and documentation under insufficient information for the device problem and an unspecified device component. Investigation of this case revealed no findings available and insufficient information to identify a device-related malfunction or a specific component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.